Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was in suspect mode and the data sync and maintenance services were stopped. A technical support specialist dropped the database, deleted the user login, repaired the med anes app, restarted the data sync and maintenance services, performed a 40-minute full sync of the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the application having issue with the database. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.